Manufacturer narrative:
As of this report, the device remains in service. No further information is available. Should additional information become available to our company, this event would be updated as necessary. The device is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this patient with this pacemaker called technical services (ts) to report what felt like a shocking feeling under her skin, near the pacemaker site and left arm. Caller states she was dissatisfied with her care at her previous check three months ago because they increased her rate. Then at her pacemaker check last week she was told that everything was ok with her device and if the sensation didn't bother her, they would see her again for her follow up within the next year. One year later, the patient called ts stating she had previously called to report a tingling/shocking sensation near the device and now the symptoms have changed location and intensity over time. The patient stated she recently suffered a sudden cardiac arrest within the past week and lost consciousness and nearly died, however the patient stated her device was working fine. Ts referred the patient to her physician regarding her concerns. Two in a half years later the device was explanted and replaced for normal battery depletion. There have been no additional allegations reported to our company from the patient or medical personnel. The device was returned for analysis.